Event description:
It was reported that the device would not turn off and reboots when the on/off button was pressed. There was no pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control provided customer repair options but reporter informed that they will replace the defibrillator instead. The root cause of the reported issue could not be determined.